Event description:
Per the clinic, the abutment replacement procedure was performed under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the patient underwent an abutment replacement procedure on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.